Event description:
Healthcare professional reported deflation. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of deflation was received on april 29, 2025, with lot number 3156553. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure also observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.